Event description:
It was reported that on (B)(6) 2025 the patient received the following results within 15 minutes: 4:03pm 399 mg/dl, 4:04pm 126 mg/dl. On (B)(6) 2025 the patient received the following results within 15 minutes: 11:51am 206 mg/dl, 11:53am 109 mg/dl.